Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 3; cat # 5521-b-300; lot # h7t9ta. Tri lm/rl tib aug sz3 5mm; cat # 5545-a-301; lot # xl76464a. Triathlon cemented stem-12mm x 150mm; cat # 5560-s-312; lot # 0104134h. Triathlon cemented stem-15mm x 150mm; cat # 5560-s-315; lot # 0090649e. Triathlonctrfemconeaug sz 7&8l; cat # 5549-a-671; lot # l03j. Triathlon sym cone aug sz c; cat # 5549-a-130; lot # y0dt1. Tri ts femur sz3 left; cat # 5512-f-301; lot # gg77l. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rbd023. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rcd032 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I&d of a ts left knee due to infection. No allegations against the implant.